Event description:
It was reported that the place on the foley meter bag where the drain tubing was attached had manufacturing issues. When the drain tube was heat pressed on the process was also melting the back portion of the bag to the front and tubing area essentially sealing the back of the bag to the tubing hole on the front and making it unable to empty the bags of urine. If the customer attempted to separate the area, the edge of the bag or the area around the tubing would tear and spill or leak urine out onto the floor or on the hands of the customer. Customer stated that this had been occurring often since the bags were redesigned and the drain tube with plastic clamp was added to replace the drain tube with metal clamp.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned four-photo sample noted one opened (with original packaging), used urine meter drainage bag. Visual inspection of the sample noted shows the overview of the urine meter drainage bag. The second and fourth photo shows the bottom of the white vinyl side of the drainage bag. The third photo shows the product packaging information. Due to the poor condition of the photo sample the reported failure could not be evaluated. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Directions for using bard ez-lok sampling port: bard ez lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 to 100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and applicable local, state and federal laws and regulations. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the place on the foley meter bag where the drain tubing was attached had manufacturing issues. When the drain tube was heat pressed on the process was also melting the back portion of the bag to the front and tubing area essentially sealing the back of the bag to the tubing hole on the front and making it unable to empty the bags of urine. If the customer attempted to separate the area, the edge of the bag or the area around the tubing would tear and spill or leak urine out onto the floor or on the hands of the customer. Customer stated that this had been occurring often since the bags were redesigned and the drain tube with plastic clamp was added to replace the drain tube with metal clamp.